Manufacturer narrative:
Date of birth: 1935. UDI = (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the burr became stuck in the lesion and was removed by surgery. A 1.75mm rotalink¿ plus was selected for use in a rotational atherectomy treatment procedure. The device was connected and the pretesting started but stalled. The device was exchanged with another 1.75mm rotalink¿ plus, connected, pretested and advanced into the patient. The physician adjusted the rotation to 180 000 per minute. The physician moved the burr to the save parking position and started the procedure. After some runs and making good progress in the calcified lesion, suddenly the console showed the red stall sign and the burr stopped from one second to the other. The device did not slowly reduce rotation, it went from 180 000 to 0 in just a second. The burr could not be started again and could not be removed from the calcified lesion. The patient was sent to surgery to remove he burr catheter. No further complications were reported. The patient was stable after surgery but is not making any positive progress.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the burr stalled and became stuck in the lesion during the fourth run. The physician advanced an unspecified balloon on a second wire down the lesion in an attempt to make room to remove the burr, however, this maneuver was unsuccessful. It was also reported that the patient has recovered and their condition is reported as stable and doing fine.